Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead was found to have high threshold values. The device was reprogrammed. It was also reported that at a later interrogation the lead was not capturing unipolar, and the threshold remained high. An x-ray revealed that the lead dislodged. The lead will be revised. No patient complications have been reported as a result of this event.